Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: the lens was returned in liquid, in the lens/case vial. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated that, as the surgeon was implanting a cc4204a intraocular lens, diopter +19.5 into the patient's left (os) eye, he noticed that the incision was not large enough. The lens was removed in order to enlarge the incision and had not been fully implanted. Though no visible damage was noticeable on the lens, the surgeon decided to implant an alternate lens. The problem was resolved. This occurred on (B)(6) 2018.

Manufacturer narrative:
(B)(4).